Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during filling the line of a smiths medical cadd extension set, there was a very strong overpressure. Despite open safety clips, the process had to be stopped immediately. There was no reported adverse event.

Manufacturer narrative:
Other, other text: one sample was returned for analysis. The sample returned was tested using the hydrostatic vessel [cal ID: 8.0088 due date: (B)(6) 2022] as procedure pq-016 hydrostatic pressure test (leak test) rev. 103 indicate. During the test, an occlusion was found between the valve and the tube line. The complaint is confirmed. Root cause based on pfmea rmp 1006.100 risk management plan for extension sets" this failure condition could be cause by solvent excess.